Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The event of "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected in the eye bags with .5 ml of juvéderm® volbella¿ with lidocaine, with a touch up injection 2 months later. Three (3) months after touch up injection, "onset of edema" in eye bags and lower eyelids. No treatment was provided. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01671 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.